Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a mucosectomy procedure in the colon of a (B)(6) male pt on (B)(6) 2009. According to the complainant, during the procedure, while inside the pt, the resolution clip could not exit the sheath. The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).